Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stoppage event when he was switched from batteries to power module patient cable, not on batteries. An x-ray of the patient's driveline was performed. After the red heart alarm and switching to batteries, the hospital staff tried one more time to hook him back to the same patient cable; he had one brief low speed event when the hospital staff asked him to bend over; but no other subsequent alarms were seen on same patient cable for approximately 5 to 7 minutes with various positions. A potential issue with the power module patient cable was suspected. In addition, it was reported that the hospital has been using the same power module patient cable on their other lvad patients coming in-clinic with no alarm issues. The patient has been sleeping with batteries at home and not using the power module patient cable due to "frequent brown-outs" where they live. A review of the submitted log file data was consistent with the reported event. A short to shield or a damaged patient cable was suspected. The hospital was informed to try a different power module patient cable to test whether the issue is resolved. A review of the x-ray image of the driveline revealed an area of concern near the percutaneous exit site with observation of thinning of the shielding. No other information was made available.

Manufacturer narrative:
"Expiration date" is not available as the lot# of the power module patient cable was not provided. "Device manufacture date" is not available as the lot# of the power module patient cable was not provided. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the reported event of a pump stoppage while on the 14 volt power module patient cable was confirmed based on the log file that was submitted from the system controller in use at the time of the event. The analysis of the log file revealed that the reported events occurred while the system was supported by the power module through the patient cable. The investigation was unable to conclusively determine what caused the atypical events recorded in the log file, since the patient cable was not returned to the manufacturer for analysis. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer's technical services representative evaluated the lvad's driveline on 12/14 and found no issues with the driveline.